Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. There was no evidence of contamination inside the battery compartment. Unrelated to the original complaint, the cover was found to be cracked. The current draws were within specification. The pump case was removed and there was no evidence of moisture or loose components inside the pump. A ¿battery life¿ issue was not duplicate during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.